Event description:
An lpn had sustained a contaminated needlestick to left middle finger after they had given injection, then, per nurse "pulled safety cover over needle and needle poked through plastic"...."probably ineffective mechanism on the insulin syringe this has not happened before and staff likes the syringe." Per administrator this was an experienced nurse who is ok physically and emotionally.